Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found with a preload collar not in proper place. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be that the preload collar was not in proper place. To correct the condition, the preload collar was put back in proper place. If any additional information is received, a follow up MDR will be sent.